Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during a stenting procedure. According to the complainant, the stent was successfully implanted into the patient on (B)(6) 2010 to treat an esophageal fistula. Around the middle of (B)(6), the patient caught pneumonia. When the stent was examined on (B)(6) 2010, the physician noted an approximately 2cm-sized hole within the covering of the stent; as a result, tissue had ingrown into the stent. Another stent (unknown size/type) was implanted within this ultraflex stent to treat the patient. The patient's condition at the conclusion of the procedure was reported to be good. The physician assessed that the tear in the stent cover caused the aspiration pneumonia.

Manufacturer narrative:
Patient reported to be over 18 years of age. (B)(4) - blockage within stent. Hole within stent covering. Since the complaint device was implanted, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.